Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, after which the error did not appear again, and the customer successfully started their sensor session.